Event description:
From wearing a face shield I got a severe headache and also cannot hear when wearing them. I also get anxiety when wearing anything covering my face. I don't take any prescriptions. FDA safety report ID# (B)(4).